Event description:
It was reported that rubber fell into the vial of undiluted "kyprolis" when it was attached to the bd phaseal¿ protector p50 during use. Additionally, it was reported that rubber fell into the vial of undiluted "azadin" when it was attached to the protector. The following information was provided by the initial reporter: "rubber has fallen during the attachment of an undiluted kyprolis drug. The dilution and preparation of the drug was compulsory kyprolis 60mg." "Rubber has fallen during the attachment of an undiluted azadin drug. The dilution and preparation of the drug was compulsory azadin 100mg".

Manufacturer narrative:
H.6. Investigation: four photos and four unused protector samples were provided to our quality team for investigation. Upon visually inspecting the photos, a grey particle inside the vial can be observed. Without the actual sample to evaluate, we cannot verify the origin of the particle. The unused samples were evaluated, no issues were identified during the visual inspection. A device history review was performed for lot 1909125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. The four returned samples were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the quality team's investigation, we are not able to identify a definitive root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that rubber fell into the vial of undiluted "kyprolis" when it was attached to the bd phaseal¿ protector p50 during use. Additionally, it was reported that rubber fell into the vial of undiluted "azadin" when it was attached to the protector. The following information was provided by the initial reporter: "rubber has fallen during the attachment of an undiluted kyprolis drug. The dilution and preparation of the drug was compulsory. Kyprolis 60 mg". "Rubber has fallen during the attachment of an undiluted azadin drug. The dilution and preparation of the drug was compulsory. Azadin 100mg".